Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for non-malignant pain. It was reported that ever since the patient was implanted, it would take them 2 minutes and 45 seconds to deliver a bolus, and now they had to wait for over 5 minutes. The patient mentioned they had 5 boluses a day. The patient also mentioned this was their third pump and they were advised by a manufacturer representative (rep) that they could use their old ptm (personal therapy manager). An agent reviewed 90% lag information and walked them through clearing the data. The troubleshooting steps that were taken on the call resolved the issue. During the call, the patient mentioned the pump allowed them to have a normal life, but they didn't like the performance of the handset and communicator to get a bolus. The patient expressed dissatisfaction with the handset/communicator as com pared to their old ptm and said that the process of bolusing needed to be simplified. The agent reviewed information.

Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.